Manufacturer narrative:
Lot number was requested from facility but a response has not been received. \ device was requested for evaluation, but has not been returned. Current location of device is still in possession of the facility. (B)(4).

Event description:
Customer reported while surgeon was making the incision and vertebral puncture, the patient¿s leg shook after inserting smith & nephew blade. Surgeon thought it was due to insufficient anesthesia, so the anesthesia was strengthen to proceed with procedure. A skin burn was found on patient offside the blade, after procedure. The blade was taken out to find burnt like area on its front. The engineer performed a test to simulate actual operation condition and no electric leakage was found. Patient¿s burn was cleaned and bandaged, however the next day found the wound to be more serious than expected. Patient underwent skin graft surgery on the (B)(6). (Reference: (B)(4) for hand control unit used with the blade).

Manufacturer narrative:
(B)(4).